Event description:
A physician attempted arteriotomy closure in a moderate to severely calcified femoral artery with the starclose vascular closure system. Although the procedure was successful, the device was removed with force. Manual compression was applied for one hour and the bleeding stopped. Within a few hours, the patient experienced further bleeding. Minor surgery was performed to suture the artery to achieve hemostasis. The patient was walking within forty-eight (48) hours.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.